Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken proximal connector is confirmed, but the root cause could not be determined. One 4 fr groshong two-piece connector was returned for evaluation. An initial visual observation of the returned two-piece connector revealed no obvious blood use residues throughout the returned product. It was observed that both wing connectors were missing from the proximal connector. One of the wings was returned for evaluation. A microscopic observation revealed two scratches were observed along either side of the distal connector. A microscopic observation of the returned wing of the proximal connector revealed an uneven fracture surface, and sharp fracture edges. A microscopic observation of the break sites of the proximal connector revealed uneven fracture surfaces. Because the groshong connector was returned opened, and mechanical damage was observed along the distal connector, the complaint of a broken proximal groshong connector is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the customer was performing a PICC placement and upon opening the product the catheter extension tubing was found to be damaged in the portion where it connects to the connector. There was no impact on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.